Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator's pneumoperitoneum did not increase. The issue occurred during procedure for a therapeutic laparoscopic liver resection. The machine with suction function (cuser) was being used at the same time while suctioning, but the insufflator was weak. The situation improved when the device was replaced with a similar device. It took about 2-3 minutes to change the device during surgery. The patient did not require additional anesthesia or suffer any health hazards.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.